Manufacturer narrative:
No corrective action will be implemented in this case. This type of reported event will continue to be monitored.

Event description:
During a paroxysmal supraventricular tachycardia procedure, when the sheath was removed from the patient, a blood leak was noted from the middle of the sheath. The sheath was inspected and a small crack was found on the sheath tubing. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient.